Event description:
The event involved a 7.5" (19 cm) appx 1.2 ml, bifuse ext set w/2 microclave® clear, 3 clamps (2 white, blue), luer lock where the customer reported that they have had incident reports of bifuse breaking off from the luer connection. All the breaks reportedly happened where the male luer lock inserts into the patient¿s microclave cap. The customer stated that this resulted in blood loss and ivf loss for the patients, and chemo spills. The customer stated that there were many incidences of broken equipment but they are unable to give accurate information about which broken extension tubing (bi/tri/quad fuse) had harm; the customer further stated that most did have some harm in blood loss but the volume of blood loss was not able to be obtained. The customer stated that the majority of the blood loss was not substantial enough to require blood transfusion. There may have been some chemo exposure, but none required emergent care or treatment. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The device was not returned for evaluation. One photo was provided and the complaint of the bifuse breaking off from the luer connection was confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was not conducted as no lot information was provided.